Event description:
It was reported that on (B)(6) 2014, the 2.5 x 15 mm xience v stent was implanted in an un-specified coronary lesion. While cross checking the inventory report for this account, it was found that the stent had expired on (B)(6) 2014. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date.